Event description:
A customer reported that their device was consistently providing incorrect insulin amounts and experienced frequent high readings that ranged from 333-666 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.